Event description:
A bipap a40 system silver device was returned to a service center for service. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed ventilator inoperative error code e086 (failure of the blower pressure sensor). Due to the error, the main printed circuit assembly (pca) will need to be replaced to resolve the issue. Additionally, scheduled maintenance was done to replace the blower and outlet flow path. The unit was checked overall, cleaned and functionally tested.